Manufacturer narrative:
(B)(4). Additional information has been requested and received. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent date of procedure? No further information is available. Procedure name? No further information is available. Date of event? No further information is available. Where was the drain secured? No further information is available. How was the drain secured? No further information is available. Were there any anomalies with the drain: appearance, damage or function prior to use? No further information is available. Did the drain function as intended?no further information is available. Were there any anomalies with the drain: appearance, damage or function after use? =>no further information is available. Date of fragment of drain removal?no further information is available. Product lot number of drain? No further information is available. Patient¿s current status? No further information is available. What is the surgeon¿s opinion of the event on the patient consequences? No further information is available. No further information will be provided.

Event description:
It was reported a patient underwent an unknown orthopedic surgery on an unknown date and a drain was used. After surgery, when removing the drain, it caught in something in the body, and when it was pulled, it was broken and remained in the body. The broken drain was removed by emergency surgery. Further details are not provided. No sample will be returned. Additional information has been requested.